Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. Attorney alleges that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct brand name, PMA/510(k) #. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2018) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. Attorney alleges that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2019 ¿ patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with the implant of ventralight st using echo ps (device #1). Per op notes, ¿a ventralight st mesh using echo ps (device #1) was placed to cover the defect using sorbafix staples.¿ (B)(6) 2021 ¿ patient was diagnosed with recurrent incisional hernia thereby underwent robotic assisted repair with the removal of mesh. Per operative notes, ¿the adhesions to the previously placed mesh (device #1) was taken down. The mesh (device #1) was excised. The phasix mesh (device #2) was placed underlay and sutured.¿